Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported on (B)(6) 2016, that a doctor was reporting that his female patient was unable to tolerate the glare and halos. Further, it was stated she will benefit from an iol exchange and the plan is to use a monofocal. Further information was provided that the intraocular lens (iol) was explanted on (B)(6) 2016, as the female patient was unable to tolerate the glare and halos shortly after the lens was implanted. At the patient's five day post op visit, (B)(6) 2015, the patient was complaining of halos and glare and was very unhappy. The lens was replaced with a standard monofocal lens, a model pcb00, and the patient was reported as doing well and happy post op. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/10/2016. Device returned to manufacturer: yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The reported event could not be confirmed. Manufacturing record review: the manufacturing records were evaluated. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens was within power specification. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. Labeling review: directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.